Event description:
It was reported that a post implant x-ray revealed a left pneumothorax. A chest tube was placed, and the patient's hospital stay was prolonged. The event was considered resolved two days post implant.